Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm was displaying higher values than fingersticks. Patient stated that on (B)(6) 2014 he fainted due to a low and was taken to the hospital by the ambulance. At the time of the call patient reported some bruising.